Event description:
It was reported that the patient presented to the emergency department with an alert of pace/sense impedance high and out of range and failure to capture was observed on the right ventricular (rv) lead. The clinic planned to monitor the lead and if the rv lead continued to fail an intervention would be planned at that time. The patient was discharged and to be follow up in clinic via regular monitoring. The patient was stable.